Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's asd was measured with a sizing balloon as per normal procedure with angio and supported by transesophageal echocardiography (toe). They opted to use a 30mm amplatzer septal occluder (aso) to close the defect. The aso was deployed and positioning was confirmed with toe and a stability test. The aso appeared stable at that time and the defect was closed. As soon as the cable was detached, the aso migrated into the left atrium and was moving freely in the atrium. A lasso was used in an attempt to retrieve the aso, but the aso was still moving freely in the left atrium. Eventually, the aso was able to be captured with the lasso and was held in place to prevent it from migrating to other structures. Emergency surgery was performed to retrieve the aso that was maintained with the lasso in the left atrium though femoral access and the septal defect was closed. The patient was under sedation and was in stable condition throughout the procedure.